Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, progress stalled in the innominate/superior vena cava (svc) region. Upsizing to a 16f glidelight, advancement was made almost to the tricuspid valve (tv), the lead quickly released. The patient''s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis (unsuccessful) and sternotomy. An inferior vena cava (ivc)/ra perforation was discovered and repaired. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient's weight unk. B7): other relevant history unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.